Manufacturer narrative:
Haemonetics customer support noted to the customer that if a correct blood type is selected by the system, but a user over-rides the system and chooses an incorrect blood type, there is no customer designed functionality to prevent the release of that product. The configuration set-up by this customer does not have a hard stop due to their chosen factor override configuration. Customer support provided the customer information on how to update the factor override table so that the customer can have a "hard stop". Customer has requested an enhancement to have a customizable colored table for use as an alert system. The software was working as designed, however, a user selected the wrong blood group and overrode the software posted factors in error.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the transfusion procedure is not suspected to have resulted in the adverse outcome of the patient. On september 25, 2024, customer reported that type a red blood cells were given to a type o patient in error during an emergency procedure on (B)(6) 2024. Patient was group o, however, group a was selected by a bench tech in error. The software posted factors "emrgcy compat fail" and "prod not compatible" which were overridden by an authorized user (bench tech). Patient did decease but it was not related to this incident. There was no patient information or cause of death provided to us by the customer. Safetrace tx v4 was working as designed; a user selected the wrong blood group and overrode the posted factors in error.

Event description:
Customer provided autopsy report on (B)(6) 2024. Office of the chief medical examiner reported probable cause of death as cardiac arrhythmia with contributing factor bronchial asthma and probable manner of death as natural. No toxicological analysis was requested.

Manufacturer narrative:
Report updates: b.4, b.5, g.6, h.2.